Event description:
It was reported that balloon rupture suspected. The balloon, which was used to treat a lesion with 90% stenosis in the iliac artery, was suspected to be ruptured when blood returned into the inflation device upon application of negative pressure. Then the balloon was replaced and operation was continued. No complications were reported.

Manufacturer narrative:
The product was returned for investigation. There was a pinhole found in the inner shaft on the proximal side of the balloon. It is considered that the reported event may have been damaged by contact with the end of the guidewire during guidewire insertion, but the detailed cause could not be identified. No abnormalities were found on the production records. The instructions for use (IFU) provide general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications and other events similar to this event that may occur. This report does not imply an admission by anyone that the products mentioned in this report are defective. Although no complications have been reported, we are reporting this event conservatively because balloon rupture or shaft leakage is known to potentially cause adverse events.